Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the pump was flipping. The patient had a tummy tuck approximately one month ago and the pump was moved somewhat and then re-anchored as part of that procedure but since then it had broken free and flipped. Today, the pocket was revised, and the pump was re-anchored.